Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2017-01284, reference MFR. Report# 1627487-2017-01286. It was reported the patient (B)(6) was touching and twiddling the ipg which resulted in lead entanglement, lead migration and lead fracture. As a result the patient underwent surgical intervention wherein the leads and ipg were explanted and replaced which resolved the issue.